Event description:
The pharmacist at the hospital reported the following event: "during a surgery, while implanting a 5.2 tibial nail, the tip of the drill fractured."

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.